Manufacturer narrative:
No conclusive root cause could be determined for the stent dislodgement. Quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the inflation lumen, balloon and in the guide wire lumen. There was no conttrast visible. The stent implant was dislodged and not returned. The balloon was tightly folded. There were crimp marks visible on the balloon between the markers. There was no damage noted to the sds. The protective sheath was not returned. The stent implant outer diameters could not be measured due to the stent implant not being returned. Product performance engineering reviewed the incident information and results of the returned device analysis. It was reported that the stent implant of a 4.00 x 18 mm rx vision stent delivery system (sds) stuck in the protective sheath during removal and dislodged from the balloon. Reportedly, the device was not utilized on the patient. The analysis of the returned device confirmed the reported stent dislodgement from the sds. The stent implant was not returned. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheaeth removal, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of manufacturing. Analysis of the returned device indicates presence of crip marks on the balloon that were between the markers of the still tightly folded balloon, sugesting that the implant was at least crimped onto the balloon at the time of manufacturing. In this instance, it is possible that the protective sheath was forcefully removed and some feature of the protective sheath caught the stent strut leading to the reported dislodgement. It is also possible that the protective sheath may have been a little tight on the sds. The protective sheath and the stent implant were not returned which would have aided in the investigation. Ultimately the root cause of the stent dislodgement is unknown, but there is no indication of a quality issue. The lot history record review did not reveal any non-conformances that could have contributed to this complaint and a query of the complaint-handling database indicated that there have been no other complaints reported with this part number/lot number combination. In addition, all quality parameters including stent outer diameters, stent placement/security were within specification on the lot release test samples. Product performance engineering will monitor the incident circumstances. It should be mentioned that the return device analysis noted the presence of blood on the inflation lumen, balloon and in the guide wire lumen, suggesting that the sds may have been loaded to the guide wire before the stent dislodgement was noticed. But this does not appear onto have caused or contributed to the reported stent dislodgement. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent out diameters. Additionally, a sampling of units is subject to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rational: stent dislodgement has occurred in patient anatomy and caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that upon removal of the protective sheath, the stent stuck in it and dislodged from the balloon. The device was not used on the patient. No additional event or patient information is available.